Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 12/24/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address a sudden onset of pain and stem loosening. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 01/12/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain due to subsidence of the stem and fracture of the lesser trochanter. Update received 12/8/15. Clinical report was received. Patient was revised to address a periprosthetic fracture. There is no additional information that would affect this complaint or the MDR decision. Update received 12/16/15. An addition clinical report has been received. Patient's activity level has been provided. Medical records will be requested. Complaint was updated on 12/17/15. Update rec'd 12/24/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address a sudden onset of pain and stem loosening. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 01/12/2016.

Event description:
Patient was revised to address pain due to subsidence of the stem and fracture of the lesser trochanter.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).